Manufacturer narrative:
UDI and serial number received. Manufacture date received.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device. It was reported that there was a damaged spine clamp. The clamp washer in one of the spine sets had broken off. There was no patient present when this issue was identified.